Event description:
It was reported that a user of the ilet system experienced recurrent low blood glucose events, including a nadir of 60 mg/dl lasting less than one hour, with device low and urgent low alerts active and self-treatment using oral carbohydrates (peanut butter crackers) that led to rebound hyperglycemia and subsequent oscillations. Symptoms included hypoglycemia without loss of consciousness or need for assistance. Outcomes included no medical intervention and no hospitalization. Investigation included troubleshooting and user education on hypoglycemia treatment and meal carbohydrate estimation. Investigation of this case revealed device performance consistent with expected operation while user behaviors, including treatment of mild lows and timing relative to meal dosing, contributed to glycemic variability; no device malfunction was found. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.